Manufacturer narrative:
Despite an e-mail request, no additional information was received from the journal author. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Shih, m. J., s. A. Kakodkar, et al. (2016). "Reassessing risk factors for high defibrillation threshold: the ef-saga risk score and implications for device testing." Pacing clin electrophysiol 39(5): 483-489.

Event description:
Boston scientific received information from a journal article titled: ¿reassessing risk factors for high defibrillation threshold: the ef-saga risk score and implications for device testing¿. The primary purpose of this article is to present data that supports the author¿s proposed risk assessment tool for determining if dft testing at ICD implant is necessary. The authors retrospectively analyzed 1642 patients receiving icds and undergoing dft testing between july 1, 2002 and july 31, 2011. If an acceptable safety margin could not be achieved through stepwise reconfiguration by reversing polarity, ensuring apical position of the distal coil, and removal of the proximal coil, a boston scientific model#0085 sq array was implanted. Thirty-eight patients required a sq array. Four patients were noted to have vf undersensing requiring rescue shock delivery during implant/testing. Two patients developed pulseless electrical activity after the last ICD shock necessitating brief CPR. Neither patient suffered significant clinical sequelae. Adding the sq array resulted in an adequate safety margin in 32 of 38 patients with high dfts. Three of the six who did not were regerred for surgical addition of epicardial patches. The three remaining patients eventually achieved adequate safety margins via repositioning of the sq array, and addition of an azygous vein lead (1 patient), repeating dfts after discontinuing amiodarone for a few months (one patient), and removal of the superior vena cava coil plus addition of sotalol (one patient). The only procedural complication related to sq array implantation was a trochar-related skin perforation. This was repaired without sequelae.